Event description:
It has been reported that a surgeon was using a fixture mount to place an implant. The surgeon then attempted to remove the fixture mount from the implant and it was discovered that the fixture mount would not release from the implant. During the same surgery, the surgeon then removed the implant and was able to place a different implant using a different fixture mount into the same site. Pt injury has not been reported.